Event description:
It was reported that the ilet pump presented a pairing failed alert with a dexcom g7 sensor along with a dosing stops soon alert, while glucose readings remained available in the dexcom app, consistent with an intermittent communication failure related to the device¿s wireless communication, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 consistent with intermittent communication failure at the electrical and magnetic component level, including the antenna, which was resolved after re-pairing with a standard pairing interval. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.